Event description:
A malfunction alarm was reported by the customer, showing malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted in the reset process, and instructed the customer to call back if the issue recurred. The customer acknowledged and understood the instructions, and it was determined that the customer could continue using the pump.